Event description:
It was reported by repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit was too old to service. No repairs were made.